Event description:
Info updated on 10-oct-2006; according to the reporter at the customer site, it was noticed by the physician, during an abdominal aortic aneurysm repair procedure, that there was condensation inside the inner sterile blister. The graft was not used and the procedure was completed with another, similar graft. The pt's post-operative condition was reported as fine. Note: at the time of the original report, the info available to bsc indicated (no pt involvement) and no malfunction of the device was perceived. At the time, the non-MDR reportable rationale was: not a malfunction and no impact to pts. Info received on 17-oct-2006 and updated on 19-oct-2006: the following info, not previously aware of by bsc, was provided by the FDA auditor during an audit on 17-oct-2006 and indicated the complaint to be an MDR: the physician claims that during an abdominal aortic aneurysm repair procedure, following sizing of the pt's vessel for the graft to be implanted, it was noticed that there was condensation inside the inner sterile blister of the still-intact graft's packaging. The physician elected not to use the graft with the droplets and sent to another hospital for a similar device. During this time, the pt remained anesthetized with an open surgical wound on the operating table. The procedure was completed with the graft obtained from the other hosp's stock. Due to the prolonged anesthesia and surgical time during this critical procedure, the pt's safety had been severely compromised.

Manufacturer narrative:
Additional info received on 27-oct-2006: procedure/event date confirmed as 2006.the additional time it took to get the new graft from was between 20 and 30 mins. The hospital stated that the pt's safety was not compromised that day. The returned product was evaluated. The presence of clear and colorless droplets and/or condensation was confirmed inside the inner blister. The appearance of condensate within the inner blister is consistent with product that is stored under condition outside the recommended storage conditions as indicated in the instructions for use for such device (high heat/humidity). Since it cannot be determined exactly where the condensate formed as a result of adverse conditions in transit or storage, following our investigation, our conclusion to the root cause of the incident cannot be determined. The device history records were reviewed. All manufacturing and qa testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution - there are no similar incidents against this batch.